Event description:
The patient underwent a total disc replacement with a prodisc-c device at an unknown level in (B)(6) 2011. The patient visited the surgeon with complaints on (B)(6) 2012. The patient had initial relief of arm and shoulder pain. However, six months prior to the revision surgery, the patient developed disabling axial neck pain. Workup revealed a dysfunctional disc replacement which had subsided somewhat into the vertebral body with a chronic inflammatory appearance to plain film radiographs as well as MRI suggestive of loosening of the component. The surgeon had found a large amount of inflammatory-type granulation tissue. The surgeon performed a removal of the prodisc-c on (B)(6) 2013, and revised the patient to an allograft spacer and cervical plate. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history record revealed no complaint related anomalies. Placeholder.

Manufacturer narrative:
Additional narrative: a third party evaluation was conducted by exponent biomedical engineering. All retrieved device components (superior endplate, polyethylene inlay, inferior endplate) were examined macroscopically for signs of wear and damage. All three components had evidence of iatrogenic damage that most likely occurred during the removal process. The backside surface of the superior endplate showed remnants of bone. The endplates showed evidence of impingement. Mating marks consistent with impingement were observed on the superior and inferior endplates, despite the additional iatrogenic damage evident on the perimeter of the articulating surface of the superior endplate. Biofilms were observed on both the superior and inferior endplates. Embedded debris was also observed and likely came from the removal process on the polyethylene inlay. Machining marks were observed on the backside surface and perimeter of the polyethylene inlay. A review of the exponent evaluation by product development concluded there is no evidence of device failure or malfunction that warrants further actions and no new risks can be identified. There is iatrogenic damage present on all three components consistent with tool marks and surgical removal technique. The embedded debris seen on the pe inlay component are likely from the removal technique as well. There are signs of impingement on the superior and inferior endplates. No new risks, user needs, or updates to the product development evaluation for complaint have been identified as a result of the condition of the device.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development evaluation was conducted. ¿the device should approximate the footprint (length and width) of the physiologic vertebral endplate morphology to maximize endplate coverage.¿ patient selection could have played a role in this case and cannot be ruled out based on the materials and information available at the time of this evaluation. If the patient showed signs of severe degeneration in his/her cervical spine, that could have played a role in this outcome. Patient exclusion criteria are listed under the contraindications. A pubmed search was conducted using the following search parameters, prodisc-c and subsidence, with 5 articles returned. No cases of subsidence were reported in the first 3 papers that covered clinical series. Paper 4 discusses a finite element analysis of the interface between vertebral endplate and different implant designs and doesn¿t contain any clinical results like paper 5, which summarizes a biomechanical cadaver study to evaluate if a correlation between the endplate strength and bone density exists. It is unknown what the causes are for the subsidence in this case. No new clinical needs or hazards have been identified as a result of this complaint.